Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened, and the procedure was completed by system restart. Philips field service engineer (fse) visited the site and observed communication problem with the geo ipc. After reviewing the log, fse found that system unable to communicate with geo ipc. Upon troubleshooting, fse identified that geo pc was faulty. To resolve the issue fse replaced geo ipc and return the part for further analysis and failure confirmed as unit locks-up, leading to freezing. After the replacement of geo ipc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the information given the procedure completed by restart. If a loss of the rotational stand or c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.